Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as skin becoming infected underneath the electrodes it is red and skin is peeling away. There was no alleged device malfunction contributing to the irritation. The patient¿s reported going to hospital, but there is no indication of medical intervention. Follow up indicated that the skin irritation improved.